Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. Concomitant medical products: (associated products or if you report multiple products): medical product: shell 50 mm o.d., catalog #: 00500105000, lot #: 64840738. Medical product: tprlc 133 t1 pps so 13x146mmtp, catalog #: 51-103130, lot #: 6644276. Medical product: liner 28mm i.d. For use with 50/51/52 mm o.d. Shells, catalog #: 00500105028, lot #: 64845995. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision due to femoral neck fracture. Patient underwent left tha due to femoral neck fracture on (B)(6) 2021. Patient was revised on (B)(6) 2021. Md due to an iatrogenic acetabular fracture.

Event description:
Revision due to femoral neck fracture. Patient underwent left tha due to femoral neck fracture on (B)(6) 2021. Patient was revised on (B)(6) 2021. Md due to an iatrogenic acetabular fracture.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the complaint database over the last 3 years has found 2 complaints reported with the item. A review of the manufacturing history records confirms no abnormalities or deviations reported. The sterilisation certificates were reviewed and confirmed that product is sterilised within the specification range. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product discarded.